Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this defibrillator device had reached explant status and had been exhibiting noise on both the right atrial (ra) and right ventricular (rv) channels for some time. There were also numerous low out of range ra channel pace impedance measurements less than 200 ohms. The rv channel was noted to be very stable. This device was implanted subpectorally in the patient. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that this device was included in the boston scientific subpectoral implant advisory population and noise can be a resulting observed device behavior. Ts reviewed the advisory letter with the hcp and provided guidance that they should be able to determine if the device header is loose or not during the device replacement procedure but that they should also make sure that the leads are also fully evaluated. The device was subsequently explanted and replaced approximately one (1) month later and the leads remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this defibrillator device had reached explant status and had been exhibiting noise on both the right atrial (ra) and right ventricular (rv) channels for some time. There were also numerous low out of range ra channel pace impedance measurements less than 200 ohms. The rv channel was noted to be very stable. This device was implanted subpectorally in the patient. Boston scientific technical services (ts) explained to the healthcare provider (hcp) that this device was included in the boston scientific subpectoral implant advisory population and noise can be a resulting observed device behavior. Ts reviewed the advisory letter with the hcp and provided guidance that they should be able to determine if the device header is loose or not during the device replacement procedure but that they should also make sure that the leads are also fully evaluated. The device was subsequently explanted and replaced approximately one (1) month later and the leads remain in service. No additional adverse patient effects were reported.